Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the connection where the programmer wand and where the EKG (electrocardiogram) cable enter the programmer has a bad or defective electrical connection. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connection found loose on a printed circuit board assembly. Analysis also found the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.